Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model h700495 is an ous configuration not available in the us and is therefore, not referenced in the gudid database.

Event description:
During rf ablation, the ampere generator turned off, resulting in cancellation of the procedure. The fuse was checked, but no issues were found. The power cable and socket were then changed, but the issue remained. The procedure was almost over so it was decided to stop the procedure at that time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. UDI information (d4) and 510k (g3) are not provided within this report as this product (model h700495 is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One ampere¿ rf ablation generator was received for analysis. When power was applied to the generator, the screen remained blank with no boot sequence. The power supply board was temporarily replaced with a known good board assembly and power was reapplied to the system, upon which a normal boot sequence was observed, and normal function was restored to the unit. Based on the information provided to abbott and the investigation performed, root cause of the field reported event was successfully isolated to abnormal functionality of the power supply board assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.